Event description:
It was reported that during the operation, after mapping about 30 points on the left atrium, the first ablation was performed under the lipv of the left atrium. The ablation temperature setting was 60 degrees, which was higher than the usual temperature setting of 50 degrees. During the ablation the impedance increased from around 100 ohm to 170 ohm, therefore the ablation was stopped. Right after that it was found that the pt had heavy breathing and the blood pressure decreased. The physician suspected that cardiac tamponade occurred in the left atrium. The cardiac tamponade was described as mild. Pericardial effusion was verified by echocardiography. The pt was treated by heparin neutralization and drainage. The pt is in stable condition, and the pt prognosis was satisfactory. The physician did not experience any issues with the device during the procedure. The physician was of the opinion that the event might have been caused either by the contact strength of the agilis sheath or by the higher temperature setting of ablation.

Manufacturer narrative:
It was reported that the device would not be returned for analysis.